Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown that how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer reported multiple pump error alarms. Customer unable to successfully clear alarm. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. The customer retuned the pump for alleged pump error 43, pump error 130, unresponsive buttons, high bg's/dka and contacted the hcp on (B)(6) 2022. The pump had constant pump error 37 during the rewind test on (B)(6) 2022 at 10:35:23.000, and at on (B)(6) 2022 at 10:35:49.000. The pump passed the self test, sleep current measurement, and active current measurement. Unable to complete the functional testing, including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat constant pump error 37. Unable to test for pump error 43, and pump error 130 due to constant pump error 37. Pump error 37, pump error 43, and pump error 130 were due to corroded motor home switch. The pump responded properly to button presses. No unresponsive buttons noted. No button error alarm or stuck button alarm noted. No stuck button alarm noted in the pump history file. No damage noted on the keypad traces. The pump passed the keypad voltage test. Please see below for the pump error 43 and pump error 130 listed in the pump history file on the event date. 07/08/2022 05:01:48.000 alarm alert notification (40) fault number: motor drive error (43). 07/08/2022 05:02:33.000 alarm alert notification (40) fault number: motor drive error (43). 07/08/2022 05:04:24.000 alarm alert notification (40) fault number: motor drive error (43). 07/08/2022 07:46:30.000 alarm alert notification (40) fault number: motor drive error (43). 07/08/2022 14:44:48.000 alarm alert notification (40) fault number: motor drive error (43). 07/08/2022 14:53:08.000 alarm alert notification (40) fault number: motor drive error (43). 07/08/2022 04:57:09.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 05:03:03.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 07:36:06.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 14:52:33.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 14:54:03.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 14:54:16.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 14:54:40.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 14:58:33.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 15:03:56.000 alarm alert notification (40) fault number: mfda alarm (130). 07/08/2022 15:04:19.000 alarm alert notification (40) fault number: mfda alarm (130). The pump was received without a battery installed. No damage noted on the original battery cap. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. The force sensor and the motor home switch was corroded. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Unable to complete the functional testing due to constant pump error 37. Unable to confirm alleged high bg's/dka. Pump error 43 confirmed. Pump error 130 confirmed. Pump error 37 confirmed. Keypad unresponsive/button error alarm/stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.